Event description:
The technician alleged that while resolving another issue for the bed they found signs fluid penetration and heavy corrosion on the terminal where it meets the user control module. No patient impact.

Manufacturer narrative:
Charring was also seen on the user control module cable connector. The technician replaced the user control module cable to resolve the issue.